Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the event. The patient began treatment with various doses of vancomycin intraperitoneally (ip, frequency not reported) for peritonitis. The cause of the peritonitis event was unknown. Four days after admission to the hospital, the patient was discharged. Ten days later, the patient was recovered from the event. Pd therapy was ongoing. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.